Event description:
Lead was capped on (B)(6) 2018 and not on (B)(6) 2018 as previously reported. New information received: lead had a sensing anomaly issue as well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change out procedure, high, out of range, high capture threshold issue was observed on the lead. There were no other electrical anomalies on the lead. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable prior, during and post procedure.